Manufacturer narrative:
Device evaluated by MFR.: the device was returned with an angled towel clamp firmly clamped onto the shaft of the device. The investigator removed the clamp during analysis. The balloon was unfolded and solidified saline solution was noted within the balloon which indicates the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of a solidified substance within the balloon and inflation lumen or because of the severe shaft damage noted after removal of the angle towel clamp. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften any solidified substance present before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and the balloon was successfully inflated to its rate of burst pressure for 30 seconds. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the inflation lumen or balloon material that could have contributed to the complaint incident. A visual and tactile examination identified an angled towel clamp firmly clamped onto the shaft of the device 464mm distal to the strain relief, on removal severe stretching and kinking damage was noted to the area where the instrument was clamped. Further analysis identified a small puncture hole in the outer shaft approximately 526mm distal to the strain relief. The investigator attempted to load a guidewire through the device; however a blockage was noted distal to the puncture hole. The device was soaked in a waterbath to help soften the solidified substance, on removal the investigator successfully loaded the device onto a 0.035in guidewire, however resistance was encountered and blood was noted escaping from the puncture hole and tip of the device. As the balloon was successfully inflated and no issues were noted, the puncture hole identified in the shaft did not affect the inflation lumen. The puncture hole is consistent with the guidewire exiting out through the guidewire lumen and outer shaft. No other issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. A 3.0 x 20, 75cm charger¿ balloon catheter was reported to be defective. Returned device analysis revealed a shaft hole/perforation.